Manufacturer narrative:
Investigation summary: clinical symptom (unspecified infection): in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Clinical symptom (cardiac arrest): the cause of the injury was not determined due to insufficient clinical details. Pump suction: the pump was not returned for investigation. According to the clinical details, suction was reported with changes in intrathoracic pressure on (B)(6) 2025, and on (B)(6) 2025, suction was resolved after giving albumin and reducing the p-level. Data log confirmed multiple suction alarms on the reported days, with the majority occurring at higher p-levels (7 or above). Placement signal had a fluctuating trend during the entire case run. No position or motor current spike-related abnormalities were reported. The cause of the suction issue was most likely related to patient condition, based on data log review and provided clinical details. Device history lot: device batch: 1920393. Device history batch: subcomponent lot: na. Device history review: the pump sn (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient on impella cp support went into cardiac arrest and required advanced cardiac life support. Return of spontaneous circulation was obtained. Some suction alarms were observed with change in intrathoracic pressure. Treatment was discussed to escalate to an impella 5.5 however patient had signs of infection. Patient was on anti-arrhythmics to induce bradycardia in an effort to prevent ventricular tachycardia. The patient was later escalated to the impella 5.5.